Manufacturer narrative:
Arjo was notified of an event related to the concerto shower trolley. It was indicated that a resident was being hoisted on the trolley and was being rolled to remove the swimwear. During this roll the side support opened. The resident started to fall and was caught by the caregiver. The caregiver sustained back and hip injury. No medical intervention was required. The staff stated that they were certain that they had properly secured the clips (black catches). The device inspection performed by an arjo representative revealed that the concerto is in good condition. No malfunctions were found. The side support locked in place and held properly. However, after discussion with the facility's staff, it was noted that the concerto had been checked by a member of the hydro pool team after the event and it was found that the mattress had slipped down. It was indicated that the mattress edge clip had prevented the side support from locking into place. The member of the hydro pool team placed the mattress in the correct position. The concerto has a mattress which should be placed on the plastic stretcher. This mattress has a part with a drainage which should be pressed into the stretcher in order to get the right position. Moreover, the mattress has side strips which should be snapped and pressed around the edge of the stretcher. The instruction for use (IFU) guides through positioning of the mattress: "press the draining part of the mattress into the stretcher in order to get the right position. Snap the side strip of the mattress round the other side of the stretcher. Snap the edge of the side strip around the stretcher. Press and drag the palm along the side strip to fasten." The IFU also states: ¿the side support is lowered by pressing the two catches simultaneously. When raising the side supports, make sure the two catches snap into place." "Warning! Make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest." Based on the collected information it can be concluded that the one of the side support might not have been locked or partially locked in the upward position due to improper positioning of the mattress. Therefore, during routine activities, when the patient's weight was applied on the side support of the concerto, the side support opened contributing to the patient's fall. In summary, arjo device was used for a patient handling when the event took place and therefore played a role in the incident. There was no mechanical failure that would lead to the fall, but the side support opened as was not being locked in place due to incorrectly position of the mattress. We decided to report this event to competent authorities due to the patient's fall.

Manufacturer narrative:
The device was inspected by an arjo representative. All device functions were checked and no faults were found. The side support locked in place and held properly. Investigation is ongoing and further information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event related to the concerto shower trolley. It was indicated that the device "came undone" while showering a resident. The staff member had to catch the resident. The staff stated that they were certain that they had properly secured the clips (black catches). According to additional information received the side support gave way.

Manufacturer narrative:
Investigation is ongoing and further information will be provided upon investigation conclusion.